Event description:
It was rpt'd the device was used during an unk procedure. It was rpt'd by the affiliate that the staples would not hold. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: anvil pocket condition, good; closure trigger position, open; firing trigger position, open; handle shroud condition, good; hook/anvil condition, good; proper cartridge, not returned and retaining pin arm condition, good. Functional tests & results: cartridge lockout functional, yes; closure stroke functional, yes; firing trigger lockout functional, yes; instrument cycled, yes; release button condition, good; staples fire properly, yes; staples form properly, yes; test cartridge batch number, k47879 and trigger release condition, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The cartridge was not returned with the instrument. As the cartridge was not returned, the interaction between the instrument and cartridge could not be analyzed. However, the instrument was fired with a reload cartridge and it fired and formed all the staples as desinged. Mfg and engineering have been notified of the reported incident.